Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the prograsp forceps instrument had a damaged cable at the wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis evaluation. The prograsp forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis the clevis. An additional finding not reported by the site was also identified. The instrument was found to have the flush tube guide dislodged.